Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, it was determined a noise discrimination episode took place due to no capture from the right ventricular lead. Diagnostics indicated all measurements were within normal range. The patient's physician reprogrammed the system and a good patient condition was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that non-sustained oversensing episodes were observed due to loss of capture. The physician decided to increase the output of the right ventricular lead. The patient was in good condition.